Manufacturer narrative:
Qn#: (B)(4). Medwatch report # (B)(4).

Event description:
Medwatch received reports: "left radial a-line was being placed. During the procedure, the proximal portion of the catheter was separated from the distal portion! Causing a portion of the catheter to become dislodged and remain in the patient. The portion of the catheter was visualized on ultrasound. Vascular team assessed and determined re oval of the dislodged- catheter be removed. Patient was taken to the operating room for exploration and extraction of retained radial artery line on (B)(6) 2022. Patient tolerated the procedure well. I initially admitted for weakness, fever, and mssa bacteremia from cellulitis. Hospital course was complicated by pleural effusion and hemothorax, unstable afib with rvr, and atn. On (B)(6) 2022 patient was transferred to the ICU on (B)(6) 2022 for worsening respiratory status requiring bipap; worsening kidney failure; bilateral pleural effusion. It was at this point that an arterial line was needed."

Event description:
Medwatch received reports: "left radial a-line was being placed. During the procedure, the proximal portion of the catheter was separated from the distal portion! Causing a portion of the catheter to become dislodged and remain in the patient. The portion of the catheter was visualized on ultrasound. Vascular team assessed and determined re oval of the dislodged- catheter be removed. Patient was taken to the operating room for exploration and extraction of retained radial artery line on (B)(6) 2022. Patient tolerated the procedure well. I initially admitted for weakness, fever, and mssa bacteremia from cellulitis. Hospital course was complicated by pleural effusion and hemothorax, unstable afib with rvr, and atn. On (B)(6) 2022 patient was transferred to the intensive care unit (ICU) on (B)(6) 2022 for worsening respiratory status requiring bipap; worsening kidney failure; bilateral pleural effusion. It was at this point that an arterial line was needed."

Manufacturer narrative:
Qn#(B)(4). Medwatch report # mw5112289 complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and one finding was identified. A non-conformance was initiated for eb-04020-005/34c22a0189 to address the issue of catheter length out of specification. Despite this, without the complaint sample returned for analysis, it cannot be confirmed if the issue involved with this complaint is the same failure mode involved with the non-conformance. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.